Event description:
It was reported that the patient stated she just got the pw and sometimes it works and sometimes it doesn't, and she wakes up wet. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per follow up information received via phone on 04sept2025 it was reported, ts done but not using now because of uti, but will try again once uti is cleared up no additional information is available. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The complete initial reporter zip is (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction- b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporters' zip code is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated she just got the pw and sometimes it works and sometimes it doesn't, and she wakes up wet. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used) per follow up information received via phone on (B)(6) 2025 it was reported, ts done but not using now because of uti, but will try again once uti is cleared up no additional information is available. It was unknown what medical intervention was provided for the urinary tract infection.